Manufacturer narrative:
Evaluation summary: review of the attached x-rays show the screws had backed out of the plate. It is possible that insufficient insertion torque was used while setting the screws. There is not enough information to determine the cause of failure. Evaluation: device history records indicate all components were manufactured and inspected to specification. The parts meet print specifications where measured. Some monitor scuffs and scratches were also present on two of the screw heads and the plate. The locking screws were assembled into the plate in the location where they could have been per the x-ray images and they were found to properly screw into the plate.

Event description:
It is reported that the patient was revised due to the screws backing out of the plate.